Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found during bench testing. Analysis found the lcd (liquid crystal display) was out of electrical specification (missing pixels). Analysis also found the bail covers and ring cover were broken, battery contacts were compressed, tje ring was bent, keyboard was scratched, and the upper case was broken and dented (pry marks noted).

Event description:
It was report there was a self test failure. The device was returned for trade-in. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.